Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified; however, the usb port issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred when the pump was plugged into a wall outlet. Reportedly, the alert did not recur after the customer plugged the pump in using an alternate wall adapter. Additionally, it was observed that the usb port was loose which caused the pump to intermittently stop charging while the pump was plugged into power. The customer's blood glucose (bg) level was 107 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.